Manufacturer narrative:
D10: concomitants: 2604489, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 2644811, 200-03-35 - one peg patella 35mm. 2666150, 02-010-03-0240 - logic cr femoral cem, left, sz 4. Pending investigation.

Event description:
As reported via legal documentation, before (B)(6) 2013, the patient began medical treatment for left knee arthritis. On or about (B)(6) 2013 the patient had a left knee replacement. The patient will need a revision of the replacement due to the polyethylene wear, tissue damage, osteolysis, pain, and swelling. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event in cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.